Event description:
Per the clinic, the patient experienced an infection at implant incision site and subsequently was treated with topical steroid and topical antibiotics (specific date and duration not reported). The implanted device remains.